Event description:
Patient reported, left side pain, hardness, "riding high" and headache. Aching joints, neuropathy, brain fog, heat rashes. Implant exchange. The events of headache, aching joints, neuropathy, and brain fog are considered, not related to the device. Patient later reported, left side has "folds" in the bottom of it. As well, as capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.